Manufacturer narrative:
Other text: h3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence log the reported issue. Delivery accuracy testing was performed on the pump and the reported issue was unable to be verified. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -15.25% during testing. There was no patient involvement.